Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, a single leaflet device attachment (slda) occurred with the first implant. The patient had functional mitral regurgitation (mr), and prior to the index procedure the patient was put on extracorporeal membrane oxygenation (ECMO) treatment and intubated for many days. There were no device issues reported during or post implantation, but there were procedural complications. There was difficult imaging aligning with the ECMO canula, as well as a trans septal puncture (tsp) performed in inferior anterior position. This case was already considered multi-device strategy. First ace, positioned in a2-p2 (a: anterior, p: posterior) experienced a slda. Two more ace devices were implanted. One of them implanted lateral to the first device, and another medial to it. The initial mr grade was severe, which did not reduce after the slda happened and remained like that post-procedure. Patient was in stable condition post procedure. At the time of this investigation, no actions or treatment are required.

Manufacturer narrative:
Even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.